Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker. The insulin pump alarmed noted on alarm history screen due to corrupted history file. The insulin pump was unable to upload to carelink pro due to corrupted history file.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 10.8 mmol/l. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.